Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion pressure tests. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported unit fails occlusion pressure test which were not reproduced during evaluation and found that downstream/force sensor were out of specification. The downstream/force sensor were calibrated. Should additional relevant information become available, a supplemental report will be submitted.